Event description:
Reportedly, during a patient follow-up the smart touch tablet was used to check the device and suddenly the screen froze and became unusable. It has happened several times before.

Manufacturer narrative:
A 2 years retrospective analysis of the microport crm's complaints has been performed to review the reportability decision to FDA. The current event met the reportability criteria. Therefore, a MDR is sent by taking into account the validation date of this retrospective analysis as the last information received ((B)(6) 2024).¿ - upon reception, the returned smart touch tablet was tested and functioned normally: no issue was observed. - expertise files analysis revealed that a corruption of the windows printing service occurred on (B)(6) 2022. As during the device interrogation, a print report was requested on the same day, this most probably resulted in the reported issue. - however, the root-cause of the reported screen freeze could not be determined with certainty. - the subject smarttouch tablet followed the normal repair workflow (including a re-ghost to restore its initial configuration) and was sent back to the field.